Manufacturer narrative:
Based on the current information provided, the cause of the bowel injury is secondary to complicated adhesion dissection. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs for the procedure date of (B)(6) 2019 has been performed. There were no observed events in the system logs that would suggest a product issue, and the logged events are in line with normal system functionality. The log review supports the customer claim that there was no product issue during the case. Additionally, all instruments used in the case were used in subsequent procedures. No images or videos were shared for the event. No product is expected to be returned for analysis as there was no allegation of a product malfunction. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted sacrocolpopexy procedure, the surgeon unintentionally punctured the patient's bowel and requested another general surgeon to come to the or to repair the bowel. The general surgeon resected the bowel with the da vinci surgical system. The initial console surgeon had stated that the bowel injury was secondary to complex adhesions which led to difficult dissection. It was confirmed that the patient was recovering well with no post-operative complications. There was no allegation of an isi device or system malfunction. The cause of the reported bowel injury is surgeon induced secondary to patient anatomy of very adherent and difficult tissue to dissect. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
On 03-jul-2019, intuitive surgical, inc. (Isi) received a call from an isi clinical sales representative (csr), and the following information was obtained: it was reported that during a da vinci-assisted sacrocolpopexy procedure, the surgeon unintentionally punctured the patient's bowel. The csr was not present during the surgical procedure. The surgical procedure was not recorded on video. Another general surgeon was contacted and requested to come to the operating room (or) for a possible enterotomy. Due to a small bowel perforation that was found, the general surgeon resected the bowel with the da vinci surgical system. The surgical procedure was completed robotically. It was stated that the patient could have been treated for sepsis. The csr stated that the general surgeon had informed him that the bowel complication was caused by surgeon error. The csr indicated that there was no allegation or report from the surgeon that a malfunction of a da vinci product occurred and caused/ contributed to the bowel injury. The csr could not confirm if the patient developed sepsis. However, he mentioned that the patient was being kept in the hospital for observation. On 16-sep-2021, isi contacted the csr and obtained the following additional information regarding the reported event: the csr contacted the gynecology surgeon (the primary console surgeon), and the surgeon recalled that the bowel injury occurred during adhesion lysis. There were deep complex multiple adhesions, and it was a very difficult dissection. The surgeon had confirmed that there was nothing wrong with the instruments or the systems, and it was a very tough deep adhesion dissection. The surgeon had also stated that there were no postoperative complications. On 17-sep-2021, isi contacted the general surgeon who repaired the bowel injury and obtained the following information: during the robotic-assisted sacrocolpopexy procedure, the primary console surgeon was suspicious that he could have injured the small bowel. As a result, the general surgeon was asked to come in to the operating room to confirm and help with the bowel injury repair. The primary surgeon had stated that it was a complicated case with severe deep adhesions that were stuck down. The general surgeon stated that she did not recall what anatomy the bowel was adhered to; however, she identified a whole-thickness bowel injury. As a long enough portion of the small bowel was damaged, she had to do a bowel resection. She stated that there was no spill from the bowel; as a result, there was no sepsis. She recalls seeing the patient for the first post-operative check, and the patient was recovering well. She stated that the primary surgeon uses the monopolar curved scissors (mcs) and the fenestrated bipolar forceps a lot, and she believes the mcs could have been used for lysis of the adhesions. The general surgeon did state that the complications associated with adhesion lysis are inherent to the procedure. Regarding the patient's hospitalization, the surgeon stated that it was the expected hospital stay for the procedure types.